Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "due to meningioma, the patient had a powerpicc, 4f single-lumen PICC catheter inserted on (B)(6) 2024, 36cm, 2cm exposed. The catheter was 36cm inserted and 2cm exposed. On (B)(6), there was obvious swelling in the arm during the infusion on (B)(6). The swelling subsided after the infusion was stopped. During the infusion on (B)(6) day, fluid leaked from the puncture port. The retraction was normal. After ultrasound evaluation, there was no fibrin sheath. I tried to pull out part of the catheter and found that the catheter was ruptured at 4.5cm. The catheter was removed on the 6.2nd day." Additional information received 6/11/2024: it was reported by the customer the catheter did not break, there was a ruptured incision. The patient's catheterization arm was swollen due to infusion and the swelling had been reduced due to timely detection.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use related. One 4 fr s/l powerpicc was returned for evaluation. One video of a leaking powerpicc catheter was returned for evaluation. An initial visual observation showed use residues throughout the returned sample. A longitudinally aligned split was observed between the 4 cm and 5 cm depth markers. A circumferentially aligned kink was observed along the split site. An initial visual observation of the returned video revealed someone holding the catheter with a leaking fluid observed along the catheter shaft. A microscopic observation revealed a granular fracture surface at the split site. The split was observed to follow the linear impression along the catheter shaft. The split was observed to be at a kink in the catheter. The catheter was cut just distal of the split to measure the wall thickness of the catheter shaft. The catheter wall thickness was within drawing specifications of rm5000435 revision 12. The split appears to be a result of flexural fatigue, or cyclic kinking of the catheter. A review of the catheter structure reveals no potential damage during the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "due to meningioma, the patient had a powerpicc, 4f single-lumen PICC catheter inserted on (B)(6) 2024, 36 cm, 2cm exposed. The catheter was 36 cm inserted and 2 cm exposed. On 5/30 there was obvious swelling in the arm during the infusion on may 30th. The swelling subsided after the infusion was stopped. During the infusion on the 5.31st day, fluid leaked from the puncture port. The retraction was normal. After ultrasound evaluation, there was no fibrin sheath. I tried to pull out part of the catheter and found that the catheter was ruptured at 4.5 cm. The catheter was removed on the 6.2nd day." Additional information received on 6/11/2024: it was reported by the customer the catheter did not break, there was a ruptured incision. The patient's catheterization arm was swollen due to infusion and the swelling had been reduced due to timely detection.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "due to meningioma, the patient had a powerpicc, 4f single-lumen PICC catheter inserted on (B)(6) 2024, 36cm, 2cm exposed. The catheter was 36cm inserted and 2cm exposed. On 5/30 there was obvious swelling in the arm during the infusion on may 30th. The swelling subsided after the infusion was stopped. During the infusion on the 5.31st day, fluid leaked from the puncture port. The retraction was normal. After ultrasound evaluation, there was no fibrin sheath. I tried to pull out part of the catheter and found that the catheter was ruptured at 4.5cm. The catheter was removed on the 6.2nd day." Additional information received 6/11/2024: it was reported by the customer the catheter did not break, there was a ruptured incision. The patient's catheterization arm was swollen due to infusion and the swelling had been reduced due to timely detection.